Event description:
On (B)(6) 2013, it was reported that the patient's infusion device blocked. She stated that the device vibrated when trying to deliver a bolus, but the buttons would not function. She changed the battery in the device, but the buttons would still not function. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The soft component of the up button is worn down heavily. Therefore, moisture entered the insulin pump and destroyed the pump electronics. The buttons were tested successfully and the functionality fulfills the product specification. The problem mentioned by the customer is related to careless handling of the product.